Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The patient's medical history included endometriosis, cystocele, rectocele, stress urinary incontinence and urinary frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2005. There were four coils noted on the right side and five coils noted on the left side sticking out. Discrepancy noted in result of hysterosalpingogram results: right tube status: occluded at the cornua. Right micro insert is in satisfactory position, however, the right tube is not occluded with free spill of contrast into the peritoneal cavity. Left tube status: occluded at the cornua. The left micro insert is in satisfactory position however, the left tube is not occluded with contrast seen distal to the microinsert in the left fallopian tube. Patient also had a grade 2 or worse oystocele with vaginal wall relaxation, and for that reason , we decided to proceed with an anterior colporrhaphy and a transobturator sling placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: right micro insert is in satisfactory position, however, the right tube is not occluded with free spill of contrast into the peritoneal cavity. The left micro insert is in satisfactory position however, the left tube is not occluded with contrast seen distal to the microinsert in the left fallopian tube. Lot number: 12272578 manufacturing date: 2005-03 expiration date: 2006-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-nov-2021: mr received. Reporter information, patient middle name, medical history, product removal details, action taken with drug, rcc added. Event: injury nos updated to event: medical device removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.